Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the distal insufflation did not work at all. There was no co2 running through the distal of the cannula. The or staffs checked the co2 connection, co2 tank and every thing work on the machine. The proximal insufflation worked fine. Pressure was set at 12mmhg and flow rate of 5l/min per IFU recommendations. The procedure was converted to bridging technique. There was no pt complication reported by the hospital. The harvester is a new user and has been trained by maquet's field clinical representative.

Manufacturer narrative:
Investigation results: the visual inspection found no non-conformities on the cannula or the distal insufflation tubing. A reference scope and bisector were inserted in the lumens of the device for the leak rate test and device does not the meet the leak rate specification. When the device was tested to the reported complaint of no distal co2 running through the cannula, it meets distal insufflation flow rate specification. The complaint is not confirmed based upon the test results of distal flow rate performance. Device performed as intended. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.